Manufacturer narrative:
(B)(4).

Event description:
The treating center informed the neuropace field clinical engineer the patient was undergoing rns system explant (neurostimulator and all leads) on (B)(6) 2018 due to infection. The treating center reported this as a deep incisional infection. The patient is currently being treated with IV vancomycin. No other details were provided by the treating center.